Manufacturer narrative:
(B)(4).

Event description:
During a phone call on (B)(6) 2017 with dr. (B)(6), it was confirmed the correct device involved in these cases was with the retrieval suture which is eeaorvil21a. The product page has been updated. A new information date has been added.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a gastric bypass surgery, the feeding tube could only be removed form pressure plate only with very strong traction. The holding threads were cut of before. At disconnecting the pressure plate were grasped with strong clamps in order to avoid a traction on the gastric pouch. The gastric pouch teared at emersions point and had to be oversewed laparoscopically. Client jeopardized surgery extended more than 30 minutes.

Event description:
Additional information received from the account: the device fired the full range of the reload. The jaws did not get stuck on tissue. The staple line did not old. The tear was caused by "the draft at disconnecting the stomach tube." The patient has been discharged from the hospital. The tear appeared dorsal of stomach tube over sewed laparoscopically as stated above.